Event description:
The following has been reported: biomed reported: "primed tubing with lr, set the tubing in pump and it stated that there was an upstream occlusion. Traced the tubing up to the bag made sure there were no kink, it wasn't clamped off, and it wasn't twisted off but pump still stated that there was an upstream occlusion. I switched tubing to different pump and it was able to run no issue." No patient harm or no paused infusions. Biomed reported on 09/16/2025 no issues found in test run after cleaning. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve) active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
No pump was returned, therefore the complaint could not be confirmed or refuted. An internal investigation has been opened to investigate the reported issue. Per the preliminary technical failure summary, the customer was able to clean the av pins and run a test infusion with no errors. The pump was returned to customer use. A device history review was conducted and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue.